Event description:
Reference number (B)(4). Event occurred in the united states. On 01-jan-2024, reported that patient faced infusion set cannula bent after 3 or more hours of insertion. Insertion site was thigh. Infusion set has been used for less than 24 hours. The blood glucose level was high. Customer regularly rotate site location. Customer confirmed the introducer needle was ahead of the cannula prior to insertion. Therefore, patient was treated with multiple daily injection. Patient having ketones. In emergency room patient was treated with 2 intravenous. Ketones level was dangerous and life threatening. Customer replaced infusion set and resumed insulin deliveries. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.